Event description:
It was reported that the patient was suspected to have fallen at home. The patient's international normalized ratio (inr) was 2.2 upon arrival to the emergency room (ER). A non-contrast head computed tomography (CT) scan was performed. A cerebral hemorrhage and cerebral herniation was confirmed. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event and patient outcome could not be conclusively established through this evaluation. Heartmate 3 lvas, serial number (B)(6), would reportedly not be returned for evaluation. It was reported that the patient outcome was not considered to be device related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23oct2019. The heartmate 3 lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.